Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that surgeon was unable to have the 17 mm bearing seated. After 25-30 minutes of trying, surgeon decided to use the 14 mm bearing without any issue. Attempts to obtain additional information have been made; however, no more is available at this time

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of articular surface found the dovetail feature exhibits damage both flared out and compressed as well as the distal surface exhibits damage in various areas. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Communications indicated surgical technique was followed; however, the dovetail compression identified during the evaluation of the returned product indicates that the articular surface was not properly aligned being pushed in with the inserter. The root cause is related to the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.